Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a damaged tip. It was reported that this may have occurred during use. The following information was provided by the initial reporter: "patient who requires venous access since the one that had infiltrated, catheter number 20 lot 9289061 dated 2022-09-30 is requested, which when the patient is channeled, the catheter comes out with a defect in the mandrel. New catheter is requested to get in new access. Catheter when the patient is channeled, the catheter comes out with a defect in the mandrel does not describe what defect. There is no physical nor photographic evidence. Additional information: more than a complaint, it is a report of a security novelty, it is not reporting an infiltration issue, but a defect in the mandrel. There was a possible infiltration in the surrounding tissue; however, since there is no evidence in the medical history, and the fact it was reported after the occurrence, there is no way to confirm it. It is evident that despite of the training performed, it is required some use instructions . There is no physical device, nor images available as sample. It is not suspected a quality issue, but perhaps a lack of training comprehension that is causing a misuse of the medical device. In addition of the infiltration and according to the medical history and the nurse staff, it is not reported any patient injury."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a damaged tip. It was reported that this may have occurred during use. The following information was provided by the initial reporter: "patient who requires venous access since the one that had infiltrated, catheter number 20, lot 9289061, dated (B)(6) 2022 is requested, which when the patient is channeled, the catheter comes out with a defect in the mandrel. New catheter is requested to get in new access catheter when the patient is channeled, the catheter comes out with a defect in the mandrel does not describe what defect. There is no physical nor photographic evidence. Additional information: more than a complaint, it is a report of a security novelty, it is not reporting an infiltration issue, but a defect in the mandrel. There was a possible infiltration in the surrounding tissue; however, since there is no evidence in the medical history, and the fact it was reported after the occurrence, there is no way to confirm it. It is evident that despite of the training performed, it is required some use instructions . There is no physical device, nor images available as sample. It is not suspected a quality issue, but perhaps a lack of training comprehension that is causing a misuse of the medical device. In addition of the infiltration and according to the medical history and the nurse staff, it is not reported any patient injury."